Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080 surgical table. While onsite the technician was informed that the patient's leg was repositioned back on the table, the restraint strap was adjusted, and the table was re-leveled to complete the procedure. The technician identified the root cause of the event to be the manifold valve not maintaining pressure. This allowed hydraulic fluid to leak past the valve and cause the reported drift. The 3080 surgical table was installed in 1989 and had been in service for approximately 28 years. The surgical table was designed with a tested normal service life of 10 years. A letter of obsolescence for the 3080 surgical table was issued by steris in january 2007 for the surgical table. Replacement components are no longer manufactured due to the obsolescence. The technician determined the 3080 surgical table was at the end of service life and was removed from service. The facility was provided a quote for a new replacement table. No additional issues have been reported.

Event description:
The user facility reported their 3080 surgical table drifted during a procedure causing the patient's leg to fall off the table. No injury, procedure delay or cancellation was reported.